Event description:
It was reported that this right ventricular (rv) lead gradually increased shock impedance measurements and reached a high out of range impedance alert. This rv lead remains in service. No adverse patient effects were reported.